Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed displacement test. Pump error alarmed during self-test and confirmed in insulin pump history with variable (003) due to a broken traces at keypad assembly. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 27 mmol/l at time of incident. Customer states pump error alarmed 3 times, customer performed 3 self-test and all showed pump error. Pump will be replaced, pump will also return for analysis.